Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: during the preparation process, the web pusher was inserted into the wdc and confirmed to be normal. The web was then deployed inside the aneurysm, and detachment was attempted, but detachment did not occur, so it was removed. The patient was reported to be stable.

Event description:
No new information received.

Manufacturer narrative:
The investigation of the returned web system found the web implant still attached to the pusher with no signs of activation using a detachment controller on the pusher heater coil. The unit did not pass continuity and resistance testing, which is consistent with non-detachment. However, the implant was able to be detached using an in-house controller during the investigation. The physical evaluation of the device did not find any damage to the pusher, heater coil, or lead wires that would have caused or contributed to the reported complaint; however, it is possible that an internal electrical fault is resulting in an intermittent connection causing the device to be inconsistently activated by the controller. Because the construction of the pusher is permanent in nature with uv glue bonds and epoxy, further destructive testing to ascertain exact cause of detachment issue is not possible as it will alter the state of the device.